Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per medical records, approximately six years and five months post implantation, the patient had blood clots, clotting and occlusion of the ivc post implantation. The patient reports to have anxiety and chronic swelling of legs. The indication for filter placement was deep vein thrombosis treated with coumadin. The patient presented with severe anemia and bleeding. Informed consent was obtained. The filter was placed in an attempt to reduce the anticoagulation medicine. The filter was implanted at the level of l2 below the merger of the ivc and renal veins. The patient tolerated the index procedure well and the filter was confirmed in a good position. The anti-coagulation regimen was updated after implantation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films of images, it is not possible to confirm the reported events. Blood clots, clotting and ivc occlusion do not represent a device malfunction. Swelling of the legs and anxiety do not represent device malfunctions and may be related to underlying co-morbidities. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the medical records indicates that on or about six years and five months post implantation, the patient had blood clots, clotting and occlusion of the ivc post implantation. The patient reports to have anxiety and chronic swelling of legs. The patient had a history of deep vein thrombosis and had been on coumadin therapy. The filter was placed in order to cut down on anticoagulation medicine. The patient tolerated the index procedure well and the filter showed good position. The filter was implanted at the level of l2.